Event description:
User reported false positive result. Negative pcr & alternative rapid test.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). User report to FDA:mw5105737. Date of event is approximate, year only specified in report received.